Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the powerseal curved jaw sealer and divider got error 486 instrument not connected errors with three different devices, even after turning the equipment on and off. The event occured during a therapeutic funduplication procedure. There was a slight delay to the procedure reported. The procedure was completed using a similar device. There were no reports of patient harm.